Event description:
It was reported that during a nephrectomy procedure, the clips were malforming. They were not closing fully. They got a new device to complete the procedure. There was no pt consequence. Device will be returned.

Manufacturer narrative:
Info anticipated, but unavailable at this time.